Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the pump miscalculated boluses. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. Customer¿s blood glucose value was 233 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged occlusion issue was verified, but the bolus calculation view issue could not be verified.